Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported by the patients father that the omnipod personal diabetes manager (pdm) battery is overheating. It was also stated that the pdm is not turning on anymore. When the pdm does turn on the display is blank with a white screen. It was also reported that the pdm used to charge fast and also stated that the charging symbol does not show anymore.